Event description:
The customer called and reported that the insulin pump screen was scratched and no longer readable. The damage was reportedly due to wear and tear. The customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and belt clip slot.